Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. Subsequently, the device was explanted on (B)(6) 2023 under general anesthesia. The patient also underwent a skin revision during the same surgery. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 20, 2023.